Event description:
It was reported that this case was an I & d with poly exchange due to existing infection. The poly was removed and a new poly was implanted.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# kdaja.tri ts baseplate size 4; cat# 5521-b-400; lot# ktupa.it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no records were provided for review. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: indicated there have been no other events associated with the lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that this case was an I & d with poly exchange due to existing infection. The poly was removed and a new poly was implanted.